Manufacturer narrative:
H3: the defective products were lost by the customer. However an unused product with same lot number was sent for analysis. Analysis did not confirm the reported event. Visually, there was no damage in the construction of the device. Additionally, there was no damage to the packaging carton or pouch. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks or blockages were observed. For further analysis, the cuff and pilot balloon were manipulated by applying pressure to both areas and no leaks were observed. The pilot balloon inflated/deflated with air in accord to when the cuff was inflated/deflated. For additional analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously applied codes fdm b18, fdr c20 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, doctor responded by explaining, when the problem arose, the tube was removed and visually it did not present any defects and the airways were not occluded.

Manufacturer narrative:
Regulatory report 1045254-2023-00862, 1045254-2023-00863 and 1045254-2023-00864 was also submitted for product involved in this even t. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op during etco2 ventilation on the use of the 4 pieces of emg tubes, ventilation difficulties and the impossibility of reading the ventilatory flows and etco2 were found such as to make intraoperative patient monitoring unusable. There was no etco2 curve appearing on the ventilator, it measured insufficient volumes and lack of pressure. The cuff was checked prior to use to ensure functionality and no anomalies were found and 18 ml air was used to inflate the cuff and the cuff pressure was measured or monitored by a manometer. The patient was adequately ventilated on initial intubation. Ventilation difficulty was experienced in the transition from manual to controlled ventilation. The cuff was inflated when the patient or tube was repositioned and there were other troubleshooting completed aside from intubating with another tube. Drugs for general anesthesia induction was used. Customer-supplied endotracheal tubes (not nim medtronic) were used as a solution, resulting in normal monitoring of intraoperative parameters and the procedure was successfully completed. The tube checked visually for airway patency when the alleged ventilation difficulty occurred. There was no known patient injury.